Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the procedure, the tibia was burred approximately 5-6 mm beyond the planned resection, it was lateralized too far and the integrity of the acl was compromised. The case was completed successfully.

Manufacturer narrative:
Reported event: an event regarding an inaccurate resection involving a 2.1 rio robotic arm int. Orth. System, catalog: 204000. Was reported. Method and results: device history review: a review of the DHR associated with rio 210 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding the tibia being burred 5-6mm off plan. There are five other events related to tibial burring off plan (B)(4). Conclusion: the session data and log files were reviewed. An analysis of CT landmarks, verification values, warnings and errors was completed. All verification values were within tolerance except for the intraoperative tool checkpoint. The user failed the intraoperative tool checkpoint several times indicating a base array motion intraoperatively. The data at this time shows the system operated as expected as the purpose of intraoperative checkpoints is to confirm array position. No system defect or malfunction is suspected.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the procedure, the tibia was burred approximately 5-6 mm beyond the planned resection, it was lateralized too far and the integrity of the acl was compromised. The case was completed successfully.